Event description:
It was reported that the intraocular lens (iol), implanted in the patient's right eye, had rotated 30 degrees post op, the date of rotation is unknown. The surgeon stated they were taking the patient back into surgery on (B)(6) 2014, for an iol exchange. They re-ran the calculations and decided to choose another power. Patient is high myope and came out hyperopic. Patient has a tecnis toric intraocular lens implanted in their left eye with good outcome.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Manufacturing records were reviewed. No deviations or nonconformances were noted and all processes were compliant. Device history records, environmental monitoring records, process and/or material changes and sterilization records all conformed. The complaint related associated test is the optical measurement performed at final inspection. The in-line optical inspection data shows the lens is within specification in terms of optical and cylinder power. There were no non conforming material records. All pertinent information available to the manufacturer has been submitted.